Event description:
It was reported that prior to the start of a surgical procedure, a black substance was leaking out of the saw. There have been no reported adverse consequences, and a backup handpiece was available for use.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the alleged condition of the device leaking was confirmed. Based on the investigation details, a possible cause for the leaking was a problem with bearings, which were replaced along with other components. The handpiece was repaired and returned to the customer.